Event description:
St jude's field svc rep provided the consumer with the incorrect serial number on the device tracking card a day after the implant. St jude caught the error and sent a corrected card on or about 3/03. However, this card too had the incorrect serial number of the implanted pacemaker. St jude caught this error and on or about 5/03 sent a tracking card to the consumer with the correct serial number. St jude acknowledges the error and arranged for the consumer to come into their physician's office and have the pulse generator interrogated at no charge. Interrogation is reported to have verified serial number. Complainant wanted compensation from st jude and advised st jude that they would report the firm to the FDA if they did not get compensation. St jude denied compensation in a letter, dated 10/03.